Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, non-sustained right ventricular oversensing was observed. The premature ventricular contractions (pvc) are binned as noise by the right ventricular lead. No lead noise was observed. The physician did not consider any programming changes. The patient was stable and will be continued to be monitored.